Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to a high impedance issue. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
As reported high impedance - unable to enter MRI mode was not confirmed. As received, the penta leads was found in a fair condition. Microscopic inspection did not observe any anomaly and passed the impedance test. The cause for the event remains unknown.